Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7, -10.5/2.0/092 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced refractive surprise. On (B)(6) 2024 the lens was exchanged with a same length lens but different power and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).